Manufacturer narrative:
A specific root cause could not be identified. The analyzer was uninstalled from the customer site and no further investigation was possible. Review of the reaction monitor indicated a missing r1 reagent. Therefore, an issue with insufficient reagent handling such as foam caused by shaking could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable c-reactive protein gen.3 result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result was 0.0 mg/l and was reported outside of the laboratory. The physician questioned the result and the sample was repeated on another modular analyzer with a result of 135.4 mg/l. The patient was not adversely affected. The reagent lot number was 605460. The expiration date was requested, but was not provided.